Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt loop broke when the tightrope button was flipped and the graft was pulled toward the tibia while the loop was being shortened. The graft was reattached and secured with a new tightrope. The procedure was completed without further issues. No significant surgical delay was reported. No additional anesthesia was administered. No adverse patient effects were reported during or following the procedure due to this issue.